Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Customer consumed carbohydrates to address bg. The customer alleged that the pump had delivered a bolus, however pump history showed no insulin was delivered. Recommendation was made to consult with a healthcare provider regarding diabetes management.